Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cable needed to be adjusted. The fse also installed new software. The unit passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) helium was changed and does not work. The device does not start, it goes black but does not enter the main screen. There was no patient involvement.